Event description:
It was reported that the vns patient¿s device was tested during an office visit on (B)(6) 2015 and system diagnostic results revealed high impedance. Patient trauma is not believed to have caused or contributed to the high impedance condition. The patient was referred for surgery but no known surgical interventions have occurred to date.

Event description:
Additional information was received that the explanted generator and lead were likely discarded by the explanting facility; therefore, no analysis can be performed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that the patient underwent a generator and lead replacement surgery on (B)(6) 2015 due to prophylactic generator replacement and lead discontinuity. The explanted generator and lead have not been received for analysis to date.

Event description:
Additional information was received that the high impedance was again confirmed for this patient via another diagnostic test. X-rays had been taken but were unable to identify any potential causes for the high impedance. The x-rays have not been reviewed by the manufacturer. The patient's device remained programmed on as the patient had not experienced a return of seizures. No known surgical interventions have occurred to date.